Event description:
It was reported that upon return for service and repair, marks were visualized indicating two bur guards may have heated up during use. The devices have been returned to the manufacturer for evaluation. Further information has been requested but has not yet been received. There was no report or implication of patient impact or injury.

Manufacturer narrative:
Attempts have been made to obtain additional information. No further information has been received as of this date. (B)(4). The products have been returned to the manufacturer; product evaluation is currently being performed. Product description: the visao high-speed otologic drill is part of the ipc system and xps 3000 system. Indications for use: integrated power console (ipc system) - ear, nose, and throat: the ipc is indicated for the incision/cutting, removal, drilling, and sawing of soft and hard tissue and bone, in head <(>&<)> neck/ent (otologic, neurologic, neurotologic, sinus, rhinologic, nasopharyngeal/laryngeal), oral/maxillofacial, and plastic/reconstructive/aesthetic, surgical procedures. Neurologic technologies: the ipc system is indicated for the incision/cutting, removal, drilling, and sawing of soft and hard tissue and bone, and biomaterials in neurosurgical (cranial, craniofacial) orthopedic, arthroscopic, spinal, sternotomy, and general surgical procedures. The instructions for use cautions: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of a tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used, the drill bits can achieve temperatures in excess of 50° c (122°). Do not attempt to change a dissecting tool or attachment while the motor is running, or when the motor or attachment is in an overheated state.

Manufacturer narrative:
The product was returned to the manufacturer for evaluation. The product analysis was performed by a quality engineer team. Electrical, mechanical, and temperature testing were performed and concluded the most likely root cause to be the design not calling out a sufficient amount of loctite for use in the assembly process at the supplier. The most likely root cause was identified as a process issue that is detectable through screening and would not likely result in a serious injury to the patient or user. A review of the risk management report identified this failure mode as a minor level failure with a minor risk for patient injury. This event did not result in a serious injury, nor have any complaints been reported with the similar failure mode that has resulted in serious injury or death; therefore, this complaint no longer meets the criteria for an MDR reportable malfunction. The failure will continue to be tracked and trended accordingly.